Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged right ventricular (rv) setscrew block in the connector. The returned device indicated a damaged bottom surface of the rv grommet and foreign material on the bottom surface of the grommet. The returned device indicated a rv missing set screw. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician tried to connect the lead into the device but the setscrew would not screw in or out. The physician removed the wrench and the setscrew stuck onto the wrench. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.